Event description:
It was reported that, "according to the revision surgeon, the implants were malpositioned and needed to be put in a more satisfactory position."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer doctor retained explants. If additional information becomes available then it will be submitted in a supplemental report.